Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the replacement was set for (B)(6). The lead would be replaced and ad aptor and the extension would be removed.

Manufacturer narrative:
Continuation of d10: product ID 33872844 lot# serial# (B)(6) implanted: (B)(6) 2000 explanted: (B)(6) 2026 product type lead product ID 74955136 serial# (B)(6) explanted: (B)(6) 2026 product type extension product ID 37703 serial# (B)(6) product type implantable neurostimulator product ID 64001 serial# (B)(6) explanted: (B)(6) 2026 product type adapter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that the extension and adaptor were destroyed by the customer.

Manufacturer narrative:
Continuation of d10: product ID 33872844 serial# (B)(6) implanted: (B)(6) 2000 product type lead product ID 74955136 serial# (B)(6) product type extension product ID 37703 serial# (B)(6) product type implantable neurostimulator product ID 64001 serial# (B)(6) product type adapter section d information references the main component of the system. Other relevant device(s) are: product ID: 33872844, serial/lot #: (B)(6), ubd: 16-aug-2003, UDI#: (B)(4); product ID: 74955136, serial/lot #: (B)(6), ubd: 18-nov-2003, UDI#: (B)(4); product ID: 64001, serial/lot #: (B)(6), ubd: 18-nov-2003. Coding applies to the lead, adapter, and extension. G2. Foreign: switzerland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during replacement of an implanted neurostimulator (ins) with a new model, impedances ok before replacement, impedances ok during replacement, impedances ok post-operatively. Same programming resumed, but the patient no longer felt any stimulation despite high intensities. Cause unknown. Checked impedances in lying and standing positions with programming test in lying and standing positions, no paraesthesia. No stimulation. The ins remains off while awaiting a response from technical support regarding this issue. The issue has not been resolved. Additional information was received. The cause of no longer feeling stim was not determined, and technical service suggested a revision of the electrode to regain a sensation of paresthesia¿s. They are currently waiting for the analysis of the technical service with the elements provided, session reports 2024, 2025, and the patient has requested an appointment next week with the doctor to discuss the possibility of explanting the electrode and inserting a new electrode. Information confirmed with the physician. Additional information was received. When changing the previous ins to a new model, the impedances were measured before the change, during the change and then for start-up, they were superimposed. When the doctor wanted to restart the stimulation, the patient did not experience paresthesia. Intelistim was tried to see if a program triggered paresthesia without success. The manufacturer representative (rep) advised to do standing and sitting programming without success. Technical services (ts) stated that they do not have additional troubleshooting options at this point, as the rep has already performed troubleshooting, including impedance checks (before and after the battery change), programming different settings, and trying intellistim. Based on the current situation, a revision of the system seems to be the most likely next step. Although the impedances appear to be within range, the patient¿s inability to perceive stimulation suggests otherwise. It¿s possible that a combination of high and low impedances could be masking each other. In the report we see that there is a pocket adapter, extension and leads. The more connection points you have, the bigger the chance for improper connections, or breaks at the sites. Given the limited options for reprogramming, system revision is likely the most appropriate next step. Next to that it is a good decision to leave the ins off, since a very high amplitude (leading to oor) might result in fast ins battery depletion as well. In the report from the previous ins, it was noticed that the amplitude was already quite high. Responding to ts, the rep stated that the patient was gradually increasing the amplitude over time (session reports from 2024 and 2025 attached). The patient did not report anything dissatisfaction with stim with their previous ins. The lead was still in the same position as before, which was confirmed by radiological control. The impedances have doubled in two years, as have the intensities, which lead the rep to suspect the electrode was nearing the end of its lifespan. The patient is very procedural and has requested an appointment with the physician and the rep on wednesday, (B)(6), to receive an explanation. Ts doesn¿t immediately notice anything unusual in the impedances, but when comparing the old report from the n¿vision to the tablet, you can clearly see that the amplitude over the past year has been almost twice as high compared to the older n¿vision report. Also, the impedances have increased a lot over time. This does indicate that something isn¿t quite right. Since you¿ve already attempted reprogramming, there aren¿t many options left other than a revision, during which all components will be inspected and, if necessary, replaced. Additional information was received. The patient has postponed their visit to thursday, (B)(6). Extension / adapter info confirmed. The patient¿s ins was destroyed by the customer. The lead has been used for 26 years for the scs, there were no accounting problems before the change with the new ins.

Event description:
Additional information was received. The replacement was successfully completed on (B)(6). A new electrode / lead was installed and tested during operation; impedances ok, painful area covered. The issue has been resolved. The customer has destroyed the lead, and the device will not be returned.

Manufacturer narrative:
Continuation of d10: product ID: 33872844, lot#serial#: (B)(6), implanted: on (B)(6) 2000, explanted: on (B)(6) 2026, product type: lead, product ID: 74955136, lot#serial#: (B)(6), explanted: on (B)(6) 2026, product type: extension, product ID: 37703, lot#serial#: (B)(6), product type: implantable neurostimulator, product ID: 64001, lot#serial#: (B)(6), explanted: on (B)(6) 2026, product type: adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.